Event description:
It was reported the pt is unable to establish communication between his ipg and external devices. Additionally, the pt's programmer reflects a communication error. It was also reported the pt has not charged his ipg in over a month. The pt is w/o stimulation. Surgical intervention is pending to address the reported issue.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.